Event description:
It was reported that shaft break occurred. A target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation; however, it was noted that the device was broken. The procedure was completed with a different device. No patient complications were reported.